Manufacturer narrative:
Section d3, g1, g2: correction.

Manufacturer narrative:
The centrimag devices used during this event were not returned for analysis. No log files or pictures were submitted for the event. As a result, the reported event could not be confirmed and the root cause could not be conclusively determined. Reports of similar events will continue to be tracked and monitored. The 2nd generation centrimag system operating manual (doc. #(B)(4)) has an emergency/troubleshooting section for the 2nd generation console. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console, and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device - the centrimag primary console is not a single use device. Approximate age of the device: 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Extracorporeal membrane oxygenation (ECMO) started on an (B)(6) 2019. It was initially reported that cmag console display went blank in (B)(6) and cmag console was exchanged . Patient was asymptomatic. Additional information was requested regarding the march event.